Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: five batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed one critical battery alarm due to a communication error logged on (B)(6) 2021 at 14:24:57 involving (B)(6). No power disconnect alarms were logged within the analyzed period; however, review of the data log file revealed several instances involving (B)(6) in which the batteries' relative state of charge (rsoc) was logged between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. As a result, the reported event was confirmed. Additionally, log file analysis revealed that the battery was involved in a controller power up event on (B)(6) 2021 at 20:23:50. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 21% rsoc and (B)(6) was connected to power port two with 26% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port and (B)(6) was connected to power port two. The controller was without power for 15 seconds. This is an additional observation, not related to the reported event. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. (B)(6) had been lubricated prior to release. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. The most likely root cause of the reported critical battery alarm and power disconnect alarms can be attributed to communication errors between the controller and batteries, which may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d4: (B)(6) UDI #: (B)(4) d9: yes return date: 10-nov-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: (B)(6) UDI #: (B)(4) d9: yes return date: 10-nov-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02, d15 d4: (B)(6) UDI #: (B)(4) d9: yes return date: 10-nov-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: (B)(6) UDI #: (B)(4) d9: yes return date: 10-nov-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited an unexpected power loss, the controller has been exchanged.

Manufacturer narrative:
A supplemental report is being submitted additional information received and for analysis and investigation completion additional products: d1: heartware ventricular assist system ¿ controller, d4: model #: 1403, catalog #: 1403, expiration date: 31-jan-2021, d4: (B)(6), UDI #: (B)(4). D9: yes return date: 18-apr-2023. H3: yes dev rtn to MFR? Yes. H4: mfg date: 15-jan-2020. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: FDA device code(s): a0708. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02, d15. Product event summary: the controller (B)(6) and five (5) batteries (B)(6) were returned for evaluation. A review of the service history records of (B)(6) revealed no indication of any anomaly or deviation related to the servicing that could have contributed to this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the batteries revealed that the devices passed visual inspection, internal inspection, and functional testing. (B)(6) is in scope of fa1257, which was initiated for batteries with a welding defect in a spot weld of the nickel strip that connects the 5x and 3x cell pack. While (B)(6) is in scope of fa1257, internal visual inspection did not reveal any anomalies associated with the battery welding. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a di sconnection within each 15-minute interval. Analysis of the alarm log file revealed one (1) critical battery alarm due to a communication error logged on (B)(6) 2021 at 14:24:57 involving (B)(6). No power disconnect alarms were logged within the analyzed period; however, review of the data log file revealed several instances involving (B)(6) in which the batteries' relative state of charge (rsoc) was logged between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. As a result, the reported event was confirmed. Additionally, log file analysis revealed a controller power up event on (B)(6) 2021 at 20:23:50. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 21% rsoc and (B)(6) was connected to power port two with 26% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were observed prior to the controller l oss of power. The controller was without power for 15 seconds. This is an additional observation, not related to the reported event. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent dis connection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. (B)(6) had been lubricated prior to release. A power source lubrication procedure had been performed on (B)(6) in accor dance with the requirements under fsca cvg-18-q4-19 on 11/jul/2019. The most likely root cause of the reported critical battery alarm and power disconnect alarms can be attributed to communication errors between the controller and batteries, which may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system, battery, model #: 1650 / catalog #: 1650 / expiration date: 31-may-2022 / serial #: (B)(4), UDI #: (B)(4), device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 20-may-2021. Labeled for single use: no, patient ime code(s): (B)(4), imf code(s): (B)(4), FDA device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five batteries exhibited communication errors associated with power disconnect alarms. One of the batteries also exhibited an erroneous critical battery alarm; the capacity at the time of the alarm was 40 percent. One battery was exchanged and four batteries remain in use. No patient complications have been reported as a result of this event.